Event description:
Per the clinic, the bi300 implant screw was explanted under general anesthesia on (B)(6) 2026, in order to have a new implant screw resited for placing the repositioned osia implant. The patient was reimplanted with a new bi300 implant screw at a new site.